Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial/lot #: (B)(4), ubd: 15-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 750.2 mcg/day) via an implantable pump. It was stated the patient's medical history included cerebral palsy. It was reported the patient had an issue. The event date was stated to be (B)(6) 2018. The patient's family member thought/worried that the patient may have went into an unconscious state on the morning (8 am) of (B)(6) 2018. The patient was sent to "e, a" that morning. The attending hcp's initial suspicion was meningitis. The patient's condition gradually got better over the weekend, and there were plans to discharge the patient on the morning of (B)(6) 2018. However, on that morning the hcp suspected the patient to be hypersomnolent. The patient was then transferred to a different hospital, the designated implant center for targeted drug delivery therapy in (B)(6), for further review. Troubleshooting was unknown at the moment. No interventions or actions were taken yet. This would only be considered after checking the integrity of the pump and catheter. The cause of this event was unknown. The issue was not resolved. It was stated the patient was alive - with injury; the injury was described as the patient went into an unconscious state. No further complications were reported. It was additionally stated the patient was on "baclofen sintetica". Additional information was received. The representative discussed with the rehab hcp on this matter, and they have slowly titrated down the daily dose. Additional information was received. It was stated the physician had ruled out meningitis. Pump troubleshooting had been performed; the actual (10.05 ml) versus expected (10.2 ml) reservoir volume was done on (B)(6) 2018. It was stated the surgeon was "reluctant worry if is kinking then would damage the catheter and cannot flush the catheter as well. However they did a x-ray. Awaiting for patient¿s family member consent before forward the x-ray to medtronic". It was reported actions were taken to resolve the issue, but the actions taken were not reported. The event had not resolved. It was reported the cause of the patient symptoms was not identified. "However on the day of actual versus expected reservoir volume procedure, the physicians noted from the patient caregivers and seen from patient that the spasticity of the lower limbs varies with patient¿s position (laying down and sitting upright). When upright, the lower limb is loose and nice. When lay down, the spasticity of the lower limbs return. Physicians concern about the distribution of the baclofen drug". The representative stated that, according to the surgeon, "there is a spot in the x-ray that he suspect of maybe kink". An image of an x-ray of the patient was provided. Review of the patient's x-ray did reveal a spot near the pump that could potentially be a catheter kink, but this cannot be confirmed.